Manufacturer narrative:
The exact date of the event is unknown. The provided event date (B)(6) 2018 was chosen as a best estimate based on the date that the manufacturer became aware of the event. (B)(4). A visual examination of the returned device revealed that the proximal section of the pullwire tip was detached/separated. There was no other issue noted. It is very important to mention that the damaged (detached) section of the unit present marks and irregularities indicating overload. It was found during the investigation of the returned device that the pull wire tip was detached/separated. It is possible that the way in which the device was handled and manipulated may have contributed to the failure found (pull wire tip detached), the damage noted is consistent with one caused by the user during the manipulation of the product at the field; this may cause damage or deformities. Therefore, it was concluded that the investigation conclusion code of this event is adverse event related to procedure since the adverse event occurred during the procedure and the device had no influence on event. A DHR (device history record) review was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used in a procedure. According to the complainant, the product presented a defect. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. This event has been deemed a reportable event based on the investigation results; the pull wire tip was detached/seaprated.